Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that the arctic sun device displayed windows errors and other hard drive related messages. This was the indicative of failed control panel. Then the user stated that they would replace the control panel in house. So, parts and pricing provided.